Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reeq1676 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "rn attempted to place 20 g accucath using ultrasound guidance. When IV catheter placed and inserter went to deploy white button to retract needle into safety chamber, the button would not depress. The needle was withdrawn and the nurse disposed of it into a sharps container."